Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During deployment of an xtw, immediately upon removal of the lock lever cap to unravel the o ring, the clear sheath and lock line were visualized to be tangled. The lock line could not unravel from the o ring, several attempts were unsuccessful. The o ring had to be cut and the lock line still could not unravel. It took 10 minutes to untangle using hemostats and a driver needle. The clip was then deployed without issues. There were no adverse patient effects. The mr was reduced to grade 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the lock line knot (material deformation) could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.